Event description:
It was reported that the procedure was to treat a 90% stenosed concentric lesion in the mid left anterior descending artery with heavy calcification. Pre-dilatation was performed with a non-abbott balloon; however, the lesion was not sufficiently dilated. An attempt was made to advance the 2.25 x 15 mm xience prime stent delivery system (sds), but the sds could not cross to the lesion. During removal, the stent implant met resistance with the guiding catheter and the stent dislodged in the left main trunk (lmt). A balloon catheter was advanced inside the stent, and the stent was deployed in the lmt. There were no further attempts to stent the target lesion and the procedure was stopped. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, grand slam. Guide cath: launcher al1sh. The device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent dislodgement was confirmed. Guiding catheter resistance could not be tested due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.